Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/01/2025, the user reported leaking cartridges from their recent shipment, with insulin escaping past the plunger. The issue affected two boxes. There were no reports that the user's blood glucose was affected.